Manufacturer narrative:
No additional information expected. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Data received was reviewed and disclose a long suction time and very high set energy for the cut. This can explain pain sensation immediately after the treatment. The reported haze in dimpled pattern might be related to the bed manipulation of the surgeon during lifting of the flap and while repositioning. The used setting for cut deviate from the default values. The relatively high energy and spot and line separation set might have caused the haze formation. No technical root cause could be determined as the system is performing within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
No further information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility director reported a bilateral case of eye pain, stromal haze with dimpling bed appearance, halos, glare, and corneal edema at one week post lasik procedure. Reporter indicated the surgeon felt there was poor flap quality related to laser spot size being too large, and energy intensity too high. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.